Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 2 (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced and programmed the power enclosure. A system checkout was performed and the system is working as intended. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The enclosure power conversion failed bench test. The transistor failed resistance test it had shorted. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. Visual inspection confirmed that there was dust in the charger enclosure and matted on the fans. It was cleaned and confirmed that the charger cards were seated properly. It was tested by using automated test equipment(ate). Test data results confirm current, voltage and temperature levels were within spec. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) tries to power on when the umbilical is unplugged. This was discovered while the manufacturer representative was on site for a different issue. The power conversion board needed to be replaced. No patient was present at the time of the event.